Event description:
Patient stated that evening of (B)(6) 2020 v-go she originally applied loosened on one side of her abdomen after 5 hours of wear. Patient stated she saw a liquid that was blood tinged near the adhesive pad but did not report pain for the event. Patient stated she experienced hyperglycemia while wearing the loosened v-go. Patient stated her normal blood glucose levels range from 70 to 180. Patient stated she recalls seeing a blood glucose level reading near 300 but did not state a specific reading.